Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent experienced pre-syncope. It was also reported that the right ventricular (rv) lead exhibited a lead warning for undefined impedance and high thresholds. Loss of capture was evident on the electrograms (egm). A lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.